Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Health effect - impact code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay? What is the duration of the delay? -there was slight surgical delay 5-10 minutes. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? -there was no adverse impact on patient. C. Did it break into two or more pieces? If yes, were all the fragments retrieved from the patient? -the glenospehere was not fragmented and looks to be intact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :it was reported that while doing reverse shoulder, the glenosphere taper would not engage the baseplate. Several attempts were made to seat glenosphere but would not engage. Another glenosphere was opened and taper mated on first attempt. Concave impactor tip broke during impaction of the first glenosphere. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the glenosphere 32+8. A dimensional inspection was performed for the glenosphere 32+8 and met specifications. A functional test was not able to be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the glenosphere 32+8 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while doing reverse shoulder, the glenosphere taper would not engage the baseplate. Several attempts were made to seat glenosphere but would not engage. Another glenosphere was opened and taper mated on first attempt. Concave impactor tip broke during implication of the first glenosphere.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.